Event description:
It was reported the pt (belgium) was no longer feeling stimulation. Diagnostic testing identified invalid impedances on the scs lead extension. The lead extension was removed and replaced which resolved the issue.

Manufacturer narrative:
Eval codes: results - the complaint regarding invalid impedance was confirmed. The invalid impedance can be attributed to the broken wires which are consistent due to stresses induced while the lead extension was implanted as no damage was found on the outer lead body. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.